Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed the position check. It was determined that the lead had dropped from the atrium. The lead was explanted and replaced. No atrial markers were seen on the atrial channel on the implantable pulse generator (ipg) transmission. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.